Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during re-positioning of an embolization coil, the coil unexpectedly detached in the microcatheter, and partially in the blood vessel. The detached coil segment was retrieved with a snare device. There was no reported patient injury or health damage.

Manufacturer narrative:
The device was returned for evaluation. The proximal end of the implant was observed under the microscope. The attachment monofilament knot was noted to be intact on the proximal end; however, no monofilament tail was visible. A monofilament tail is usually visible when a coil is detached with the controller. The absence of the tail indicates that the monofilament end is located within the implant, where there is a likelihood that it broke due to a force that exceeded the tensile strength of the monofilament. There were no irregularities with the implant noted during the investigation. Based on the investigation and provided information, the complaint can be confirmed. The specific root cause of this complaint is unknown; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.